Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0713 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the PICC catheter was inserted on (B)(6) 2022; it is used for the treatment of septic shock and severe pneumonia; it is used for micro-pumping of norepinephrine pump for boosting pressure and remifen pump for sedation and analgesia; on (B)(6), the PICC catheter is 3cm the lumen at the site burst open; resulting in a large area of fluid extravasation from the skin at the puncture site. It was then removed and a new catheter was reinserted.